Event description:
My (B)(6) son was using the insulin pump (mini medtronic) and died of a diabetic seizure when his blood sugar fell. His blood sugar was 186 at 3 am after eating and coroner said he died at 6 am. (B)(6) was having problems with controlling blood sugars and was working closely with a doctor and diabetic educator at his time of death. We suspected that the pump "dumped" the insulin but could not "prove" it. It happened on (B)(6) 2011 also but it was afternoon and his girlfriend was with him and gave him glucagon and raised his sugar. I have been on a diabetic website with others that have unexplained sudden death that are using the same pump. My sister in law is a pharmacist and she received notice of the level 1 recall of (B)(6) pump and tubing. His tubing mmt-377 is listed on the recall. We talked to several attorneys out there, this was before the recall notice. I did report his death but wasn't sure it was product related.